Event description:
Customer reported that six hours after the tracheostomy was performed the tube was observed to be detached from the flange. Customer reported that decannulation and recannulation of a replacement tube was required. Customer reported that the patient tolerated the exchange well without further incident.

Manufacturer narrative:
Sample is currently in transit to the manufacturing site for analysis. (B)(4).